Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the extubating procedure of a patient intubated with a emg tube, the process began by deflating the balloon with a 10 ml syringe. Upon inspection, the external cuff appeared deflated. However, during the extubating attempt, the patient clenched the probe tightly between their teeth, making removal difficult. Resistance was encountered, and it was observed that the internal cuff was overinflated, despite the external cuff appearing visibly deflated. It was noted that the cuff pressure had been checked at the start of the procedure using a pressure gauge, showing a pressure below 30 mmhg. A voice check was then performed on the patient. There was no known patient impact.

Manufacturer narrative:
H6: initially submitted codes fdm b17 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.